Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. .

Event description:
Additional information was received that the field representative reached out to the clinic and was notified that they will continue to monitor the patient via remote home monitoring during the covid-19 pandemic. After the pandemic, the plan is to replace the right ventricular (rv) lead.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an out of range impedance measurement of 3000 ohms. The previous day the impedance measurement had been 410 ohms. Subsequent measurements were also all within the 400 ohm impedance range. Boston scientific technical services (ts) discussed troubleshooting options. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The crt-d and rv lead remain in service and no adverse patient effects were reported.